Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise and was responsible for the patient receiving an inappropriate shock. The physician suspected the rv lead had fractured. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The rep was unable to return the rv lead back to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information from the field representative that confirmed the rv lead had fractured near the proximal area of the lead body. Some stretching of the conductor coil was also observed. The representative thought the stretching may have been due to the physician originally trying to implant the rv lead on the left side of the patient during the initial implant procedure. The rv lead was eventually positioned on the right side of the patient until it was recently explanted. Again, no additional adverse patient effects were reported.